Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, on/off current testing, and power cycling without duplicating the report. The batteries used at the time of the report were not returned for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.